Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Subsequently, it was reported the customer experienced an elevated blood glucose (bg) level and the high bg alert was not loud enough. Additionally, it was reported the customer experienced a low bg level. No additional information regarding this event was provided. Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.